Event description:
There was no device failure or malfunction reported. An article was published in a magazine that sited an event that was not reported to heartport. The right internal jugular vein was cannulated with 2 sheaths. Placement of the endopulmonary vent was uneventful. Numerous attempts to place the endocoronary sinus catheter using both fluoroscopy and transesophageal echocardiography for guidance were successful. After 20 minutes, placement of the coronary sinus catheter was abandoned. The pt became tachycardia and hypotensive. Anaphylaxis was suspected and the pt treated with phenylephrine and epinephrine. The pt then required full cardiopulmonary resuscitation. A sternotomy was performed and the pericardial sac was found to be tense with blood. Pressures returned to normal after the percardium was incised. A bleeding puncture site in the right ventricle was easily reported. The postoperative course was uneventful and the pt fully recovered.